Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested review of the presenting electrogram (egm) on this pacemaker due to concerns for possible loss of capture (loc). Technical services (ts) reviewed the egm and noted variable atrial-paced morphologies on the right atrial (ra) channel; capture could not be confirmed. Ts recommended to further evaluate in an in-clinic visit. Chest discomfort was reported and attributed to a recent atrial fibrillation ablation. No adverse patient effects related to the device were reported. This pacemaker remains in service.